Event description:
The pt was implanted with a left ventricular assist device. An intermacs report was received which indicated that the pt was found at home in the bedroom with both power sources disconnected. The pt was reported to have expired.

Manufacturer narrative:
The attached user facility report was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. Additional information from the importer report: (B)(6).